Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report a hypoglycemic event and cgm inaccuracies on (B)(6) 2013. At the time of the hypoglycemic event, the patient reported that she had been vomiting and her cgm was possibly generating inaccurate readings compared to her blood glucose meter; at which time, the patient administered glucogon to herself to treat her low and she also took some glucose tablets. The patient reported that she called her daughter who was a nurse and her doctor who advised her via the phone not to take glucose tablets. At the time of the call to dexcom technical support, the patient stated that she was okay.